Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was malfunctioning. Customer reported of receiving strange alarm messages and was not able to enter carbs. Customer's blood glucose was 500 mg/dl, which was treated with manual injection and blood glucose stabilized to 135 mg/dl. Customer stepped away from the phone to fill reservoir and never came back to the phone.